Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system exhibited pacing at a rate of 30 when the lrl was set at 40. Upon interrogation, the programmer displayed a 'shorted lead' message, a battery status of "end of life" (eol) and a fault code 05: charge timeout.